Event description:
It was reported that the patient presented in the clinic for a device upgrade procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited loss of capture. The atrial lead was explanted. There was no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.